Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was not receiving dexcom g7 glucose readings due to an incorrect pairing sequence, including entering a wrong sensor code and selecting the wrong cgm type, which resulted in suspension of automated insulin delivery until corrected. Symptoms included hyperglycemia, with a reported blood glucose of 320 mg/dl. Outcomes included resumption of insulin delivery after successful re-pairing with the correct g7 sensor code, with no medical intervention or hospitalization required. Investigation included customer support troubleshooting, verification of the cgm type setting, and confirmation and re-entry of the correct dexcom sensor code. Investigation of this case revealed a use error related to cgm pairing and code entry, not a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error addressed through education and correction of cgm pairing settings.